Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a malfunction alarm occurred and the pump stopped all insulin delivery. The customer's blood glucose level was reported to be 199 mg/dl. There was no impact to the customer's blood glucose level. During troubleshooting with tandem technical support, the malfunction alarm was cleared and insulin delivery was able to be resumed.

Manufacturer narrative:
On (B)(6) 2015 customer inquired if high and low blood glucose levels were related to the malfunction alarm. Review of pump data by customer technical support showed that high and low blood glucose levels occurred on the same day of the malfunction alarm. Customer's blood glucose level fluctuated from 53 mg/dl to 358 mg/dl. The customer consumed carbohydrates to treat low level, and administered a manual injection to stabilize high blood glucose level. Customer reported feeling "under the weather." Tandem technical support discussed with customer that illness can affect blood glucose levels. Customer understood.